Event description:
The customer states that the axsym bhcg result of 3,600 iu/l was reported on a pregnant pt and was questioned by the physician. A second sample was drawn and the result was 26,000 iu/l. The first pt sample was retested yeilding a result of 22,000 iu/l. No impact to pt management was reported.